Event description:
Pt was connected to an oscillator ventilator and receiving nitric oxide (under clinical investigation). Noted that the actual reading of nitric oxide was measured at 40 ppm. Calculated level at a steady flow rate was 15 ppm. The clinical specialist, a rrt for the mfg was notified the same or next day of occurrence and was already aware that this problem could exist and stated that several people had seen this happen and suggested telephone call. Mention was made by her of an addenum to the operator's manual, however, this hosp had never received the update. Principal investigator for this study was to be notified. The manual addenum was faxed to the nicu and the recommended circuit was used but didn't alleviate the problem. Later it was discovered that the device hadn't been tested at low nitric settings and not on the oscillator ventilator. The co reps arrived at the hosp days later and plan to try to reproduce the event.